Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. The patient reported that somehow while adjusting the stimulation they accidently increased the stimulation too high which caused them to not be able to lay in the bed at night, cross their legs, or anything because it hurt. The patient finally decreased the stimulation, but since then the therapy has not been working as well. The patient was having a hard time finding the right setting; they can¿t figure out if they have it too high or not high enough. The patient stated that last night they turned the therapy off to give their bladder a rest. The patient stated that they would adjust the setting to a comfortable level and see if that resolves the issue. The patient would follow up with their healthcare professional (hcp) for further evaluation if the new setting did not work. At about three weeks later, additional information received from patient reported that they called the hcp¿s office and was told it would be best to call the manufacturer. Patient stated they did not know how the setting got so high. They had changed the settings many times but not sure what happened about four weeks ago or a little more. It was also reported that the cause of therapy not working was not determined and they never saw the hcp. Patient stated it was not working as well and they need to make an appointment soon. They waited two weeks since their call to the manufacturer. They were told 2-3 weeks might be needed to get it in order. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient's therapy was working great for maybe 2 weeks and then they were leaning against the door frame and hit their implant really hard and it hurt badly, and stated that therapy had not worked well since, and that it was maybe 2 weeks post-implant. Patient had been on program 1 before and increased stimulation, and then changed to program 3 which they'd been on for a year or a year and a half. Patient had increased stimulation on program 3 but that was not helping and it seemed like in the last week or two they had a bigger problem with urinary incontinence. Patient went from wearing pads at night to urinating 5 times a day to wearing depends and heavy duty poise pads. Patient was to get an x-ray to ensure device was in place. Patient was currently on program 3 at 4.6v, then changed to program 2 and increased to 1.35v. Patient mentioned that one time in the airport they turned implant off to go through security and when they turned it back on, it shocked them. Patient stated it was because no one had told them to turn down the stimulation and when they turned it off and the stimulation back on, it was where it had been set before it was turned off. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they were (B)(6) pounds at the time of event. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause was that therapy was not working. It was stated that after hitting the door frame 2 weeks after the device was implanted, the patient went to see their health care professional (hcp) and they changed the program. It was also noted that they asked about getting an x-ray but they did not do that and it did not get any better. The patient mentioned that it had gotten so bad that they called the hcp's office and asked about an x-ray again but they did not order one. The patient reported that she was wearing pads for menstrual flow but switched to discreet pads and some poise pads for bladder leakage which were a lot more absorbent. The patient confirmed that when she started with the device she was not wearing a pad at night but now she had been wearing a pad at night for over a year or so and woke up many mornings with a soaked pad. The patient indicated that for the most part she drank water and never drank the 8 glasses a day that was recommended. The patient noted that she never received a call back from her hcp's office. It was reported that the patient called and was helped through changing the program but it was not any better. There were no further symptoms or complications reported or anticipated.